Event description:
The patient receivefd a multi-component penile prosthesis approximate three or four years ago. The prosthesis subsequently malfunctioned. A break found in the tubing distal to the connector between the pump and right cylinder. The patient presented himself electively for removal of the old penile prosthesis. The prosthesis was removed and the patient was taken tothe recovery room in good condition. Original implant placement location is unknowninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.